Manufacturer narrative:
A visual inspection of the returned device shows it was intact with the actuator bent at the distal end. The jaws were opened and closed and it was found that the front end separated from the linear handle assembly, confirming the complaint. A cutting test was performed. Although the sutures cut per procedure, resistance was felt. The device was then disassembled and it was found that the screw was also damaged. The device appears to have become bound up during cutting and excessive force was applied causing the front end to ride over the set screw and ultimately come free from the handle. With reusable devices no determination regarding the number of procedural utilizations can be inferred. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has identified one additional complaint (unrelated failure mode) for this lot number on file. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a rotator cuff procedure using a flush suture cutter it was reported that when trying to cut sutures, the jaw snapped at handle. The piece broke off into the patient and was removed. No patient injury or other complications were reported.